Event description:
It was reported during the surgery the surgeon, was initially unable to stimulate the recurrent laryngeal nerve on the patients left side the anesthesiologist, re-positioned the tube rotating it, and they got a stimulus response temporarily. This was a bilateral procedure, and the surgeon was never able to get a response to stimulation on the right side and he tried to stimulate both the vegas nerve and the recurrent laryngeal nerve on that (the patient's right) side. After the surgery, the cuff did not deflate properly. No patient impact was reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint sample was analyzed by quality engineer. The interior leads on the tube, as it relates to the radius, was cracking and discolored. Although it cannot be confirmed, 'kinking' may have contributed to the cracking of the leads. Per the manufacturing specifications, the resistance from end to end shall be less than 200 ohms. The leads had the following ohms resistance readings with no short circuits: blue 7.9, blue/white 24.3, red 10.9, and red/white 22.1 which indicates an in specification condition. The cuff was inflated and deflated multiple times without issue, the cuff deflated each time. The problem of the cuff not deflating could not be duplicated. The pilot valve was checked and the passage was found to be wide open and clear. The intermittent contact is on the red + lead. The location is at the end of the adhesive where electrode pad transition into the trace. The adhesive is thicker than average. Both anterior pads show tarnishing but both posterior pads are still shiny. Tarnish does not affect electrical conductivity. Both anterior pads and the blue stripe looked worm. It seems the tube have been bent backwards severely. This may have caused the crack and caused intermittent contact. Underlying root cause remains unknown, but is most likely due to mishandling by user.